Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call a hospitalization due to low blood glucose. She reported that she has had severe lows recently and had passed out for several hours. The customer did not provide a blood glucose reading and declined transfer.